Manufacturer narrative:
The tensioner, band, and plate assembly that was used in the manubrium was returned for evaluation. The implant was returned in biohazard condition so it was visually evaluated through the bag. The tensioner is still locked onto the locking mechanism. The band is fractured about 2.5¿ from the locking mechanism which would likely be on the posterior side of the sternum when the band was looped around the sternum. The band appears to have the kink left by being locked into the thumbcam. This indicates that the fracture occurred during final tensioning (step 2) on the sternum. The band has indications of a kink and twisting near the fracture. The sides of the band near the fracture are flared indicating twisting of the band and there is a sharp bend near the fracture. This can occur when the band is being fed around the sternum if the user is not careful. If the band is excessively kinked (deformed), twisted, or dented, it could weaken the band. Dimensional evaluation was not conducted due to the biohazard nature of the product and the necessary evidence gathered through visual evaluation. The complaint that the band was broken was confirmed as the returned band is fractured. The most likely underlying cause is determined to be damage to the band while feeding it around the sternum. The instructions for use state, ¿sharp angles and small bending radii must be avoided to reduce the risk of bone plate breakage. Sharp angles must be avoided to reduce the risk of band failure or reduction in locking strength."

Manufacturer narrative:
The sales representative reported performing a second demonstration with the surgeon along with a practice session. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported during a CABG (coronary artery bypass grafting) sternotomy, it was the surgeons first time using the system and he did not follow the instructions during approximation. The bands at 3rd and 5th intercostal space retained their integrity, but the band on the manubrium snapped due to excessive twisting on band. The patient was really obese and quite big; it was very hard to pull the manubrium together. The surgeon closed the manubrium with a box plate. There was no patient injury or surgical delay reported.

Manufacturer narrative:
The device evaluation is in progress, a follow up report will be sent upon completion of the device evaluation.